Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.